Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to customers blood glucose level. Multiple follow up attempts were made to obtain additional information on the reported issue; however, the customer did not respond.